Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm when attempting to deliver a bolus. Reportedly, the customer's blood glucose level was 600 mg/dl. The customer delivered a correction using manual injections and blood glucose level returned to 180 mg/dl. Additionally, the contact observed large amounts of air bubbles coming from the end of the infusion set tubing and cartridge patient line. The contact indicated that the supplies on the pump (cartridge, infusion set tubing and site) would be changed and would call back if the occlusion alarm recurs.